Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the stylet was unable to be removed from the left ventricular (lv) lead after it was successfully implanted. The stylet was cut and a portion of it remains in the lv lead. The patient was in stable condition.